Event description:
It was reported, the pt had a bleeding episode from the lead insertion site when she stood up post trial lead implant. The pt was known to have a low platelet count. The pt was then transfused. During this event, the lead had migrated and the physician decided to pull the lead out. Further f/u revealed, the pt has recovered well.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.